Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified that the plasma fuse was open. Review of device memory found a shorted lead fault was recorded on (B)(6) 2017 after a 41 joule shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. Shorting of the lead to the case is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a shorted lead condition on the right ventricular (rv) lead. It was noted that the ICD had delivered inappropriate atrial tachy response episodes, inappropriate shocks, oversensing, and there were low out of range shock impedances observed. The ICD was explanted and the rv lead was surgically abandoned. During the revision, the physician noted the ICD had eroded slightly, so the new device was placed subpectorally. No additional adverse patient effects were reported.